Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that after the completion of a tcar procedure, the patient woke up with right sided weakness, suggestive of a transient ischemic attack (tia). A computed tomography (CT) scan displayed an open stent, however the proximal stent struts seemed to be caught in the dissection plane. The physician believed that the dissection was caused upon arterial sheath insertion. A carotid endarterectomy (cea) procedure was performed to resolve the issue and the stent was explanted, and as of the date of this report, the condition of the patient is stable.